Event description:
Legal claim received alleging that the patient suffers from pain, elevated levels of cobalt and chromium, and loss of mobility.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update**(B)(4) 2013 - new litigation papers received. Doi and hip side provided. Litigation alleges discomfort, swelling, and bone and tissue damage. There is no new additional information that would affect the investigation.